Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization. At the time of the event, the customer's blood glucose level was 446-447 mg/dl. The customer was treated with intravenous saline and insulin. The customer was released from the hospital the following day with no permanent damage sustained. The suspected cause of the dka was due to the pump's continuous glucose monitoring not working as intended. A system check was performed and no issues were identified with the pump, cartridge, insulin, infusion set tubing, or the infusion set cannula.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.